Event description:
Pt implanted with lifesite device in 2001 developed an infection (mrsa). Treated with antibiotics, however infection did not clear and the lifesite device was explanted in 2001. Pt passed away six days later from cardiac arrest, not believed to be related to the lifesite device.